Manufacturer narrative:
A ge representative evaluated the system adn replaced the video buffer board and a cable. System operates as intended.

Event description:
Customer reported the system will not save images. No pt injury was reported.